Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced an extended timeframe of bluetooth signal loss between the dexcom g7 continuous glucose monitor (cgm) sensor and the connected system, after which the connection was restored without troubleshooting and glucose values were reported as unaffected. No adverse clinical symptoms reported. Outcomes included no impact on daily activities and no medical intervention. User support included review of the user¿s report and confirmation that connectivity had been reestablished. Investigation of this case revealed a transient communication interruption consistent with intermittent cgm signal loss without evidence of device damage or sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was a temporary loss of bluetooth connectivity.